Event description:
Subsequent to the supplemental MDR submission, product was received for evaluation on 1/26/2026 for the g7 wearable. After further review, this complaint has been determined to be not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2026-024909 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The arm was inserted into the arm on (B)(6)2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. The applicator was provided for investigation. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was not confirmed via product. The probable cause could not be determined as the allegation was not found. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is not confirmed, applicator has no abnormalities. The g7 wearable has been received but is pending evaluation. A follow up report will be submitted upon completion. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
"It was reported that a detached or missing sensor wire occurred. The arm was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.